Event description:
It was reported that versacross connect access solution for faradrive was selected for use. It was mentioned that when the product was removed from the bag, the packaging was noted crushed and the device was not able to be removed from the package. It is unnknown if there was any damage noted on the device. The device was stored as usual. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as it was disposed.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been returned to boston scientific for analysis. Device history record (DHR) review: the DHR for lot number 36962346 was reviewed. There were no nonconformances or rejects indicating systemic issues that would have impacted the complaint. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The device has not been returned to bsc for analysis. The root cause cannot be determined with certainty based on the information available, and the "cause not established" cause code was selected based on the information provided within the event description.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. It was mentioned that when the product was removed from the bag, the packaging was noted crushed and the device was not able to be removed from the package. It is unnknown if there was any damage noted on the device. The device was stored as usual. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.